Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the immediate implant was placed in ada site 26 in the mouth, primary stability was not achieved. Clinician reports insufficient bone quality and quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the immediate implant was placed in ada site 26 in the mouth, primary stability was not achieved. Clinician reports insufficient bone quality and quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications.